Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device confirmed the narrative of the complaint. The latching components were damaged, specifically, the latch was bent, the tab was partially straightened, the distal end of the anchor opposite the tab appeared damaged, and the latchwire was kinked. There were no cracks or stress marks on the tab. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The IFU provides the appropriate instructions on the device usage, warnings and precautions. Based on the analysis completed, the latchwire appears to have separated from the device because the latch and tab may have been damaged during use. Further, based on the damage observed on the anchor, it is believed that the latch was bent and the tab straightened during use. The probable root cause, based on available information, is off-axis insertion of the latchwire into the device body. The physician has been re-trained on proper technique for inserting the latchwire into the device body. A corrective and preventive action has been opened to document the full investigation of into this event.

Event description:
On (B)(6) 2014, the axera 2 latchwire was reported to be defective out of the package and not used on a patient. Arstasis personnel were not present during the case. Multiple attempts by arstasis to obtain more information were made without success. Based on the initially reported information, this complaint was not considered MDR reportable. However, on (B)(6) 2104, the physician recalled that the latchwire was inserted into the patient and he attempted to attach the latchwire to the device body, but it would not attach. He recalled that he may have taken a new device and continued with the case. The patient was discharged on (B)(6) 2014.